Event description:
Reporter indicated that another physician explanted the device due to band slippage. Necrotic tissue and stomach performation were found, and a 90% gastectomy was performed. Reporter indicated perforations may be related to necrotic tissue, and may not have been caused by original surgery. Follow up findings: the device was damaged to facilitate removal and was discarded without an attempt to identify the device manufacturer by visual examination. Though the subject device has not been identified as an inamed device, this event is being reported as inamed's approach to compliance is to resolve all doubts in favor or reporting.